Event description:
The field engineer reported that the system would not display a fluoroscopic image and the system was unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.